Manufacturer narrative:
Review of the patient's radiographs, gives the appearance that the intramedullary stem selected was smaller than what would have been recommended. The cement mantle appears to be thin in the distal two thirds of the intramedullary stem. There is an adequate cement mantle around the proximal region of the intramedullary stem. Patient information received indicated that the patient weighed 105 kg and is a height of 175 cm, the patient's bmi score was 34.3 classing him as obese. The combination of the stem selection, cement mantel and patient weight would be considered to be contributory to this mode of failure.

Event description:
Femoral stem of a mets distal femur fractured.